Event description:
It was reported that a wound drain that had been placed in a patient's neck, broke during removal. Additional information as to how the indwelling drain portion was removed has been requested but has not been received.